Event description:
This product has affected my nervous system since I started using, I have taking pills for nervous and neuropathy on my lower and upper limbs, numbness of feet and hands. Walk and seems I'm going to fall. Dates of use: 1987 to present. Diagnosis or reason for use: denture holding paste. Event reappeared after reintroduction? Yes.